Event description:
The patient was receiving an ultrasound treatment when they reported feeling a shock sensation. The clinician reported that the treatment intensity was set to 1.5 watts per centimeter squared. The patient was being treated in the neck area for pain. No other treatment details could be provided.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification, and to its intended use. The engineering department did not find any problems with the device. (See scanned pages).